Manufacturer narrative:
Once the lift has been returned to the MFR and a technical analysis is completed, a f/u report will be submitted.

Event description:
Facility reports that while two cna's were attempting to transfer a resident from his bed to a geri chair using a viking m mobile lift, that when the resident was off the bed surface but not in the chair, that the actuator broke. No injuries were reported.